Event description:
This lead was repaired due to there was a break in the insulation of the high voltage coil near the terminal pin. It was appropriately repaired using medical adhesive and silicone sleeve. Hv lead impedance was satisfactory. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.